Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type ia endoleak. In addition, there was evidence to reasonably suggest aneurysm sac growth of 12mm and stent migration of the proximal extension by 12.7mm occurred that were not included in the event as reported. The event is most likely anatomy-related due to the aortic remodeling. No procedure-related harms for this event were identified. The final patient status was discharged home on the first post-operative day following a successful endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received from the physician confirming that a type ia endoleak was present, not a type iiia endoleak as originally reported. Clinical assessment also identified the presence of aneurysm enlargement (to 12mm) and stent migration (by 12.7mm) of the proximal extension.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiia endoleak (junctional leak) was discovered during a routine follow-up. However, the exact date of event is unknown. The physician plans to re-intervene and the secondary procedure is scheduled for (B)(6) 2019. There have been no additional patient sequelae reported.